Event description:
On (B)(6) 2012 the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing a power issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter not powering on using the power button began on (B)(6) 2012, between 2-3 am. The reporter stated that the patient manages her diabetes with pills, diet and/or exercise and due to the alleged issue she denied that the patient made any changes to her usual diabetes management routine. She claimed "2 days" after the alleged issue started, she felt shaky. The patient's reporter denied that the patient received any form of medical intervention in response to her symptom. During the initial call with customer service, the agent noted that the patient was using the correct test strips and there was no information of misuse of the product. The patient's product has been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708). Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
The patient's product has been returned and evaluated by lfs product analysis on (B)(4) 2012 with the following findings: the meter involved in this case has passed all testing with no faults found. The complaint was not confirmed (708). 510(k) # is k053529.